Event description:
It was reported that the patient was experiencing confusion and agitation. The healthcare provider was planning to rule out bupivicaine toxicity. The patient was on a dose of 29mg/day as of (B)(6) 2012, when symptoms of confusion and agitation started. Following development of symptoms, the hcp reduced the patient's dose. A lumbar puncture and a CT of the head were done, and both were normal. The patient was on a dose of 7mg/day in march and continued to have pain; therefore the dose had been increased over the months leading up to the (B)(6) 2012 dose of 29mg/day when the confusion and agitation started. In addition to ruling out bupivicaine toxicity, the hcp was planning to perform a thoracic MRI to view the catheter tip location and to rule out granuloma, as well as performing a reservoir volume check and refill on (B)(6) 2012. The medications in the pump were bupivacaine and morphine.

Event description:
Additional information: it was reported that the patient was diaphoretic, felt anxious, and had decreased mental status with admission to the hospital emergency room for delirium. A system indium dye study was performed on (B)(6) 2012. Results were not provided. The reporter added that it was unknown if the pump was related to the event. The medication doses were morphine sulfate 20mg/ ml at 27.534mg/day and bupivacaine 20mg/ml at 27.534mg/day. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j10875r19, implanted: 2001 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).